Manufacturer narrative:
(B)(4).

Event description:
It was reported that every time the non-dependent patient presented for routine follow-up. Device interrogation revealed a polarity switch on the right atrial lead. The lead exhibited noise. The lead remained implanted. There were no complications to the patient.